Event description:
A us distributor reported that an electrode belt had non-functional ecgs. The patient was inappropriately treated 2 times by the life vest. The patient was reportedly conscious at the time of the event. Supraventricular tachycardia (svt) and motion artifact contributed to the false detections. The response buttons were not pressed during the event. ¿special circumstances?¿ no injury was reported from the treatment. It is unknown if the patient sought medical attention. The patient continued to use the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was broken, damaging all wires in the cable. The root cause for cut cable could not be positively identified. No adverse event resulted from the damaged belt. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Manufacturer narrative:
Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 2 times by the life vest. The patient was reportedly conscious at the time of the event. Supraventricular tachycardia (svt) and motion artifact contributed to the false detections. The response buttons were not pressed during the event. ¿special circumstances?¿ no injury was reported from the treatment. It is unknown if the patient sought medical attention. The patient continued to use the lifevest. No deficiencies were alleged against the device.